Event description:
A delivery delay with a replacement abbott diabetes care (adc) reader was reported. The replacement device was issued due to an unspecified message displaying and was unable test or obtain readings. Due to delivery delay, customer experienced a loss of consciousness, seizure, "double vision", "confusion", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "glucagon injection (subcutaneous)" (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) reader was reported. The replacement device was issued due to an unspecified message displaying and was unable test or obtain readings. Due to delivery delay, customer experienced a loss of consciousness, seizure, "double vision", "confusion", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "glucagon injection (subcutaneous)" (dose unspecified). There was no report of death or permanent injury associated with this event.